Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recz3605 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that leakage observed during usage of saline and antibiotic (unknown). External fracture noted between wings and zero mark. PICC removed. Fixation device used was secureacath. Patient put on oral meds and sent home.

Event description:
It was reported that leakage observed during usage of saline and antibiotic (unknown). External fracture noted between wings and zero mark. PICC removed. Fixation device used was secureacath. Patient put on oral meds and sent home.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appeared to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 43 cm depth marker. Permanent bends and compressed catheter spots were present up to the 10 cm depth marker. A circumferential split in the catheter was observed at the proximal end. The location of the kink was compressed. Microscopic observation of the split surface revealed it to be uneven. The split coincided with the kink location. Additional kinks and material wrinkling were present along the catheter shaft. Based on the characteristics of the split and condition of the catheter, the split was likely caused due to repeated kinking of the catheter leading to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿